Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat urinary frequency, urinary incontinence, urination pain, amenorrhea, and a weak bladder with leaking and no control on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient reported erosion, infection, urinary problems, fistula, recurrence, and vaginal scarring as outcomes following mesh implantation. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh explantation/revision on (B)(6) 2010 due to a mesh induced fistula in the bladder neck. The patient underwent mesh explantation/revision along with the concurrent procedure of an urethrovaginal fistula repair with mesh removal on (B)(6) 2011 due to a mesh induced fistula and scarring. The patient underwent mesh explantation/revision along with the current procedures of autologous facia pubovaginal mesh, repair of an urethro-vaginal fistula, graft (illegible), and interposition with cystoscopy (no implant) on (B)(6) 2011 due to urinary incontinence, a urethral fistula and mesh erosion. No additional information was provided. (B)(4) - urinary problems; undefined recurrence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/13/2017.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.